Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 292 mg/dl and 285 mg/dl on the lifescan meter in comparison with unknown results on another meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.